Event description:
Pt has arthritis at right wrist. Pt developed a long metacarpal-capitate non-union. Plate was implanted on 4/8/97 with a distal radius concellous bone graft. Pt experienced blackening of the tissue around the plate. Plate was removed 2/3/98.